Event description:
It was reported that an iLet user experienced recurrent hypoglycemia and requested a factory reset after a recent low blood glucose of 60 mg/dL, while a review of self-reported logs indicated generally acceptable glucose values and no device alerts or alarms. Symptoms included low blood glucose. Outcomes included user-reported hypoglycemia without hospitalization. Investigation included a telephone assessment, review of user-reported glucose logs, and troubleshooting and education. Investigation of this case revealed no device alarms, no reported hardware malfunctions, and no identifiable device component issue; the cause of hypoglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the event was cause unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.